Event description:
Patient's health care provider reported being in the room with the patient on telemetry and in normal sinus rhythm when device alert was heard and patient was shocked. Patient felt and heard shock alert. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.